Manufacturer narrative:
Krettek, c. Et al (1999). The use of poller screws as blocking screws in stabilizing tibial fractures treated with small diameter intramedullary nails. J bone joint surg (br) 81-b, 963-968. This report is for an unknown intramedullary nail/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, krettek, c. Et al (1999). The use of poller screws as blocking screws in stabilizing tibial fractures treated with small diameter intramedullary nails. J bone joint surg (br) 81-b, 963-968. The authors conducted a prospective study to evaluate the clinical use of poller screws as a supplement to stability after fixation of fractures of the proximal and distal third of the tibia treated with synthes (stratec, oberdorf, switzerland) stainless steel or titanium solid intramedullary nails of small diameter. Twenty three fractures of the tibial shaft in 22 patients between july 1993 and july 1996 were treated with the nails; two patients were lost to follow-up, leaving 21 fractures in 20 patients (12 men and 8 women) with a mean age of 44 years (range, 18 to 76 years). Patients were followed through to union of the fracture with clinical and radiological examinations at intervals of six or eight weeks and always at a year after surgery. The mean period of follow-up was 18.5 months (range, 12 to 29 months). Results included: one male patient, with a grade-iiib open segmental fracture, developed an infected nonunion caused by (B)(6) which was refractory to several surgical debridements and intravenous antibiotics. He was recommended to have a below-knee amputation but was then lost to follow-up. A copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4). This report is for an unknown intramedullary nail.